Manufacturer narrative:
Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6; -16.5/1.5/92 (sphere/cylinder/axis) implantable collamer lens had tore during loading, this occurred on (B)(6) 2023. The lens was not implanted. On (B)(6) 2023 a replacement lens was later implanted of the same length and the problem was resolved. The cause of the event was reported as "lens broken during loading".